Event description:
A family member contacted customer service in 2004 concerned that pt's one touch profile results were inaccurately high based upon a comparison with the emergency medical technician's meter. Additional information was collected. Results are in mmol/l, unit of measure in canada. One month ago the family attended a party at which the pt "did not eat very much and played a lot." They exhibited no symptoms throughout the day and evening and reportedly felt fine at 1:30 p.m with a blood glucose of 2.4. A 7:00 p.m. Test was 17.0. At 8:30 pm they had a snack of yogurt, orange juice, and a small ham sandwich. Neither insulin nor blood glucose was given or tested. Their evening insulin was given later than usual; shortly before their 10:40 p.m result of 24.1, they were given 4 u of n and 8 u of humalog. They ate two cookies and some cheese at midnight after a result of 4.3. No tests were done before they went to bed at 1:00 a.m the following day. At 3:40 a.m they woke up screaming, was very stiff. Their eyes were "all white" and they did not respond to questions. Family member tested pt obtaining a 4.1, reportedly a normal result for the pt. Finger not cleaned. Pt then threw up, felt hot, and dizzy, and experienced a headache and difficulty breathing. At 3:45 emergency medical technician were contacted, arrived at 3:50, and tested with their accuchek (2.9); finger cleaned with alcohol. The family member immediately tested pt on the profile obtaining 4.5, after treating pt with glucose gel, emergency medical technician retested at 3:55 on the way to the hospital (2.7), arriving at 4:05. A test on ER's accuchek meter was 2.6, time unknown. Pt was given an IV and liquid gravol to suppress the vomiting. Later at an unknown time another blood test was performed on ER's meter (5.0). The family member tested immediately after on the profile (17.0). It is unknown to family member whether a venous lab was obtained. Pt was released from the hospital at 5 p.m 3 days later. Their insulin regime remains the same. The first checkstrip test was out of range with second one in range. Control solution was expired; no test done. The test strips are in date. The meter is cleaned and coded correctly. Four other results in meter's memory ranged from a low 2.7 to a high of 12.2. Because the pt experienced a serious injury and neither a malfunction nor use error can be ruled out, the complaint is an adverse event. The meter was replaced and lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.